Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to unknown product performance issue. This brady lead was replaced and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to unknown product performance issue. This brady lead was replaced and not implanted. No adverse patient effects were reported. Additional information was received which indicated that this brady lead was unable to get in the place as the physician wanted to. This brady lead will not be returned.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.